Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery contacts are compressed. Battery release is contaminated. Battery drawer, lower case, ring cover, and two side bail covers are broken. Upper case is broken and contaminated. The ring is bent and two side bails are missing.

Event description:
It was reported the case was cracked by the battery door. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.